Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, device interrogation revealed high impedance and high capture threshold on the right ventricular(rv) lead. The lead was capped and replaced on (B)(6) 2019. The patient did not experience any adverse consequences.